Manufacturer narrative:
Patient identifier: (B)(6). Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 38mmx3.50mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The lesion contained >45 and <90 degrees bend. A 38 x 3.50mm promus premier drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent strut got damaged. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. Device evaluated by MFR: a promus premier ous mr 38 x 3.50 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage to proximal stent row 4 with stent struts lifted and pulled in a proximal direction. The undamaged crimped stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. A visual and tactile examination of the shaft polymer extrusion found no issues along the midshaft, inner or outer shaft polymer extrusion. No other issues were identified during the product analysis.